Manufacturer narrative:
D10 concomitant devices: 02-012-35-3013 - logic tibia ps mod insrt sz 3 13mm 2841232 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t 2981664 02-010-02-0230 - logic femoral ps por left sz 3 3638231 200-02-35 - three peg patella 35mm 3669387 h3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's knee is scheduled to be revised. Patient stated she had knee replacement surgery and it damaged her legs. No further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3 date is unknown, g2, h6.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: a2: age at the time of event unknown. H6: health effect - clinical code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.